Event description:
It is reported that a customer received a no delivery alarm on their insulin pump while they were loading the tube. The patient's blood glucose level was unknown. The customer stated that the alarm happened right after getting a low battery alarm. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.